Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed during manual prime process and the drive support cap is protruded. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. The device was also received in with missing segments due to a cracked lcd connector. A cracked reservoir tube lip, scratched lcd window, scratched case, cracked belt clip slot and cracked battery tube threads noted.